Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("heavy bleeding") in a female patient who had essure (batch no. B27985,b21572) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included overweight. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), rash ("skin rash"), hypersensitivity ("sensitivity/allergic reactions"), abdominal distension ("stomach constantly felt full and bloated/ bloating"), vaginal haemorrhage ("abnormal vaginal bleeding"), menorrhagia ("menorrhagia"), urticaria ("hives"), dermatitis contact ("contact dermatitis"), dysmenorrhoea ("dysmenorrhea"), fatigue ("fatigue"), dyspepsia ("heart burn"), urinary tract infection ("uti"), dry skin ("darkening and dry patches"), vaginal discharge ("vaginal discharge"), weight increased ("weight gain"), back pain ("back pain"), abdominal pain lower ("cramping") and alopecia ("hair loss"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, hypersensitivity, vaginal haemorrhage, menorrhagia, dermatitis contact, dysmenorrhoea, fatigue, dyspepsia, urinary tract infection, dry skin, vaginal discharge and weight increased outcome was unknown, the rash, abdominal distension, back pain, abdominal pain lower and alopecia had resolved and the urticaria was resolving. The reporter considered abdominal distension, abdominal pain lower, alopecia, back pain, dermatitis contact, dry skin, dysmenorrhoea, dyspepsia, fatigue, genital haemorrhage, hypersensitivity, menorrhagia, pelvic pain, rash, urinary tract infection, urticaria, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.7 kg/sqm. Hysterosalpingogram - on an unknown date: total bilateral occlusion. Batch number: b21572 man date: 2013/04 exp date: 2016/04 . Batch number: b27985 man date: 2013/04 exp date: 2016/04. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6)2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("heavy bleeding") in a female patient who had essure (batch no. B27985,b21572) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included overweight. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), rash ("skin rash"), hypersensitivity ("sensitivity/allergic reactions"), abdominal distension ("stomach constantly felt full and bloated/ bloating"), vaginal haemorrhage ("abnormal vaginal bleeding"), menorrhagia ("menorrhagia"), urticaria ("hives"), dermatitis contact ("contact dermatitis"), dysmenorrhoea ("dysmenorrhea"), fatigue ("fatigue"), dyspepsia ("heart burn"), urinary tract infection ("uti"), dry skin ("darkening and dry patches"), vaginal discharge ("vaginal discharge"), weight increased ("weight gain"), back pain ("back pain"), abdominal pain lower ("cramping") and alopecia ("hair loss"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, hypersensitivity, vaginal haemorrhage, menorrhagia, dermatitis contact, dysmenorrhoea, fatigue, dyspepsia, urinary tract infection, dry skin, vaginal discharge and weight increased outcome was unknown, the rash, abdominal distension, back pain, abdominal pain lower and alopecia had resolved and the urticaria was resolving. The reporter considered abdominal distension, abdominal pain lower, alopecia, back pain, dermatitis contact, dry skin, dysmenorrhoea, dyspepsia, fatigue, genital haemorrhage, hypersensitivity, menorrhagia, pelvic pain, rash, urinary tract infection, urticaria, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.7 kg/sqm. Hysterosalpingogram - on an unknown date: total bilateral occlusion most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs and medical record received:the event abnormal vaginal bleeding, menorrhagia, hives, contact dermatitis, dysmenorrhea, fatigue, heart burn, stomach fell out, uti, darkening and dry patches, vaginal discharge, weight gain, back pain, cramping, hair loss added.events outcome,lot number,concurrent condition,reporters added incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("heavy bleeding") in a 39-year-old female patient who had essure (batch no. B27985,b21572) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included overweight. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced weight increased ("weight gain"). In (B)(6) 2014, the patient experienced hypersensitivity ("sensitivity/allergic reactions") with rash and urticaria and gastrointestinal disorder ("gastrointestinal or digestive system condition") with dyspepsia, abdominal distension and abdominal pain lower. On (B)(6) 2016, the patient experienced alopecia ("hair loss"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal vaginal bleeding"), menorrhagia ("menorrhagia/ excessive blood loss"), dysmenorrhoea ("dysmenorrhea (cramping)"), dermatitis contact ("contact dermatitis") with dry skin, fatigue ("fatigue"), cystitis ("bladder infection") with abdominal pain, urinary tract infection ("uti"), vaginal infection ("vaginal infection") with vaginal discharge, back pain ("back pain") and blood pressure measurement ("pressure"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, menorrhagia, back pain and alopecia had resolved and the genital haemorrhage, vaginal haemorrhage, dysmenorrhoea, dermatitis contact, hypersensitivity, fatigue, gastrointestinal disorder, cystitis, urinary tract infection, vaginal infection, weight increased and blood pressure measurement outcome was unknown. The reporter considered alopecia, back pain, blood pressure measurement, cystitis, dermatitis contact, dysmenorrhoea, fatigue, gastrointestinal disorder, genital haemorrhage, hypersensitivity, menorrhagia, pelvic pain, urinary tract infection, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.7 kg/sqm. Hysterosalpingogram - on an unknown date: total bilateral occlusion. Batch number: b21572 man date: 2013/04 exp date: 2016/04. Batch number: b27985 man date: 2013/04 exp date: 2016/04. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-oct-2018: pfs received. Following event : bladder infection, vaginal infection, gastrointestinal or digestive system condition, abdominal pain were added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("heavy bleeding") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), rash ("skin rash"), hypersensitivity ("sensitivity/allergic reactions") and abdominal distension ("bloating"). The patient was treated with surgery (to remove the essure implant). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, rash, hypersensitivity and abdominal distension outcome was unknown. The reporter considered abdominal distension, genital haemorrhage, hypersensitivity, pelvic pain and rash to be related to essure. The reporter commented: patient need for additional surgery. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.